Manufacturer narrative:
Date rec'd by MFR: 28may2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. The touch screen assembly was installed into the fi test ventilator. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly passed all testing, and no errors were generated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement. Event date not specified, estimate used.